Event description:
Reportedly, the physician would like to know if the parad+ analysis of the fast vt episode recorded on (B)(6) 2016 at 16h11 is correct. During the follow-up performed on (B)(6) 2017, rr stability on slow vt/ vt was reprogrammed to 80 ms, and rr stability on fast vt was reprogrammed to 45 ms. The physician would also like to know if this reprogramming will allow the treatment of polymorphic fast vt. Moreover, the battery curve reportedly showed an unexpected decrease. Preliminary analysis results showed that the decrease observed in the battery curve was due to the delivery of 16 shocks at 42 joules on (B)(6) 2016.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the physician would like to know if the parad+ analysis of the fast vt episode recorded on (B)(6) 2016 at 16h11 is correct. During the follow-up performed on 22 february 2017, rr stability on slow vt/ vt was reprogrammed to 80 ms, and rr stability on fast vt was reprogrammed to 45 ms. The physician would also like to know if this reprogramming will allow the treatment of polymorphic fast vt. Moreover, the battery curve reportedly showed an unexpected decrease. Preliminary analysis results showed that the decrease observed in the battery curve was due to the delivery of 16 shocks at 42 joules on (B)(6) 2016.